Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain] , heavy menstrual bleeding [heavy menstrual bleeding] , remaining piece of essure in the myometrium with suspected major intolerance [embedded device] , most likely a fragment of essure remaining in her body [device breakage] , dizziness preventing her from going out unaccompanied, stopping her from driving and working [dizziness] , lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock [lumbar pain] , joint pain (18 points of fibromyalgia) [fibromyalgia] , joint pain (18 points of fibromyalgia) [polyarthralgia] , neck pain [neck pain] , chronic fatigue [chronic fatigue] , eye allergies [eye allergy] , palpitations [palpitations] , too low uric acid level [blood uric acid decreased] , low beta cells [lab test abnormal] , too low serum folate level [folate decreased] , weight gain of 25 kg [weight gain] , device removal incomplete [contraceptive device removal incomplete] , asthenia [asthenia] , headache [headache] , memory disorders [memory impairment] , inflammatory rheumatism [rheumatic disorder] , vision disorder [visual impairment] , angioedema [angioedema] , psoriasis [psoriasis] , muscle pain [muscle pain] , joint pain [joint pain] , decrease in activities [decreased activity], hip pain [pain in hip] , right shoulder capsulitis. [Capsulitis of shoulder] , tendinitis in shoulders [shoulder tendinitis] , tendinitis in right heel [achilles tendinitis] , tingling in the legs [paraesthesia lower limb] , walking difficult [walking difficulty] , difficult standing position more than 10 minutes [difficulty in standing], sick [sickness] , chest pain [chest pain] , she sometimes experienced a feeling of malaise without sudden syncope [malaise], she experienced occasional jerking sensations in the evening [jerkiness] , polyarthralgia [polyarthralgia] , inflammatory rheumatism [inflammatory rheumatism] , quincke's edema, [quincke's edema] , nausea [nausea], phonophobia [phonophobia] , nighttime pains that prevent her from sleeping [difficulty sleeping] , loss of libido [loss of libido] , loss of confidence [loss of confidence] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-feb-2023. The most recent information was received on 16-dec-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), embedded device ("remaining piece of essure in the myometrium with suspected major intolerance"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in a 41 year-old female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2017). The patient had a medical history of abortion and ectopic pregnancy in 2007 and parity 2 (the patient had two children born in (B)(6) 1995 and (B)(6) 1999), smoker (10 cigarettes per day from age 18 to 40), psoriasis of scalp, adnexectomy, iliac fossa pain, malaise, chest pain, tobacco user (10 cigarettes per day, the patient used to drink a lot of coffee), salpingectomy, pregnancy ectopic and parity 5. Concurrent conditions were listed as heartbeats irregular, syncope, malaise, tachycardia, palpitations, fibromyalgia and vertigo. Concomitant products included ketoprofen, seroplex (escitalopram oxalate) and lyrica (pregabalin). On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced chest pain ("chest pain"). On (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), a first episode of polyarthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). In (B)(6) 2013 she experienced memory impairment ("memory disorders"). In 2013 she experienced pelvic pain (seriousness criterion intervention required) and myalgia ("muscle pain"). In 2019 she experienced dizziness (seriousness criterion disability). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), asthenia ("asthenia"), headache ("headache"), rheumatic disorder ("inflammatory rheumatism"), visual impairment ("vision disorder"), angioedema ("angioedema"), psoriasis ("psoriasis"), joint pain ("joint pain"), decreased activity ("decrease in activities"), pain in hip ("hip pain"), periarthritis ("right shoulder capsulitis."), rotator cuff syndrome ("tendinitis in shoulders"), tendonitis ("tendinitis in right heel"), paraesthesia ("tingling in the legs"), gait disturbance ("walking difficult"), dysstasia ("difficult standing position more than 10 minutes"), illness ("sick"), malaise ("she sometimes experienced a feeling of malaise without sudden syncope"), dyskinesia ("she experienced occasional jerking sensations in the evening"), a second episode of polyarthralgia ("polyarthralgia"), inflammatory rheumatism ("inflammatory rheumatism"), quincke's edema ("quincke's edema,"), nausea ("nausea"), photophobia ("photophobia"), phonophobia ("phonophobia"), insomnia ("nighttime pains that prevent her from sleeping"), loss of libido ("loss of libido") and psychiatric symptom ("loss of confidence"). The patient was treated with tramadol, dafalgan (paracetamol), lectil (betahistine hydrochloride), tanganil (acetylleucine) and lumirelax (methocarbamol, methyl nicotinate) as well as surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). In 2018, the pelvic pain had resolved. In 2020, the neck pain had resolved. At the time of the report, the heavy menstrual bleeding, fibromyalgia and rheumatic disorder were resolving and the dizziness, back pain, weight increased, asthenia, headache, memory impairment, visual impairment, paraesthesia, gait disturbance, dysstasia, nausea, photophobia and phonophobia had not resolved. The outcomes for embedded device, device breakage, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal, blood folate decreased, angioedema, psoriasis, myalgia, joint pain, decreased activity, periarthritis, rotator cuff syndrome, tendonitis, illness, chest pain, malaise, dyskinesia, rheumatic disorder, insomnia, loss of libido, psychiatric symptom and the last episode of polyarthralgia were unknown. The reporter considered angioedema, quincke's edema, the first episode of polyarthralgia, joint pain, pain in hip, the second episode of polyarthralgia, asthenia, back pain, blood folate decreased, blood uric acid decreased, chest pain, decreased activity, device breakage, dizziness, dyskinesia, dysstasia, embedded device, eye allergy, fatigue, fibromyalgia, gait disturbance, headache, heavy menstrual bleeding, illness, insomnia, laboratory test abnormal, loss of libido, malaise, memory impairment, myalgia, nausea, neck pain, palpitations, paraesthesia, pelvic pain, periarthritis, phonophobia, photophobia, psoriasis, psychiatric symptom, rheumatic disorder, inflammatory rheumatism, rotator cuff syndrome, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. In follow up patient reported via lawyer that on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. Patient¿s complains dated (B)(6) 2023: she underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She gained 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Hysterosalpingogram] on (B)(6) 2008: satisfactory right tubal obstruction. Probably post-surgical changes in the left uterine horn. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: due to pelvic pain with bleeding: no anomaly visible; on (B)(6) 2013: normal. [X-ray] in (B)(6) 2023: possible remaining fragment of essure; on (B)(6) 2023: revealed that no individual radiopaque images were found that day that could indicate an effusion in the pelvic or abdominal region. Appearance of pelvic phleboliths. Fecal impaction in the right flank; on (B)(6) 2023: the dense, millimeter-sized image was seen in the right lateral pelvic projection, near a pelvic phlebolith. It appeared with the same morphology and in the same position as in the previous image. On the oblique views, it was in the projection of the right adnexa (suspicion of fragment of essure).; on (B)(6) 2024: showed fecal impaction in the right flank and right iliac fossa. Appearance of phleboliths in the pelvic region. No radiopaque image visible in the pelvis that could indicate essure device lot number: 624501 manufacture date:2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-dec-2025: medical record received. New events chest pain, malaise, jerking, polyarthralgia, rheumatic disorder, quincke¿s edema, phonophobia, insomnia, loss of libido, loss of confidence were added. Treatment drugs were added. Reporter causality comment added. Medical history added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain]. Heavy menstrual bleeding [heavy menstrual bleeding]. Remaining piece of essure in the myometrium with suspected major intolerance [embedded device]. Most likely a fragment of essure remaining in her body [device breakage]. Dizziness preventing her from going out unaccompanied, stopping her from driving and working [dizziness]. Lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock [lumbar pain]. Joint pain (18 points of fibromyalgia) [fibromyalgia]. Joint pain (18 points of fibromyalgia) [polyarthralgia]. Neck pain [neck pain]. Chronic fatigue [chronic fatigue]. Eye allergies [eye allergy]. Palpitations [palpitations]. Too low uric acid level [blood uric acid decreased]. Low beta cells [lab test abnormal]. Too low serum folate level [folate decreased]. Weight gain of 25 kg [weight gain]. Device removal incomplete [contraceptive device removal incomplete]. Asthenia [asthenia]. Headache [headache]. Memory disorders [memory impairment]. Inflammatory rheumatism [rheumatic disorder]. Vision disorder [visual impairment]. Angioedema [angioedema]. Psoriasis [psoriasis]. Muscle pain [muscle pain]. Joint pain [joint pain]. Decrease in activities [decreased activity]. Hip pain [pain in hip]. Right shoulder capsulitis. [Capsulitis of shoulder]. Tendinitis in shoulders [shoulder tendinitis]. Tendinitis in right heel [achilles tendinitis]. Tingling in the legs [paraesthesia lower limb]. Walking difficult [walking difficulty]. Difficult standing position more than 10 minutes [difficulty in standing]. Sick [sickness]. Case narrative: the below report was received by health authority ansm (B)(4) on 13-feb-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), embedded device ("remaining piece of essure in the myometrium with suspected major intolerance"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in a 41 year-old female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2017). The patient had a medical history of iliac fossa pain, malaise, chest pain, tobacco user (10 cigarettes per day, the patient used to drink a lot of coffee), salpingectomy, pregnancy ectopic and parity 5. Concurrent conditions were listed as palpitations, fibromyalgia and vertigo. Concomitant products included ketoprofen, seroplex (escitalopram oxalate) and lyrica (pregabalin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1831 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), polyarthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). In 2013 she experienced pelvic pain (seriousness criterion intervention required) and myalgia ("muscle pain"). In 2019 she experienced dizziness (seriousness criterion disability). On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), asthenia ("asthenia"), headache ("headache"), memory impairment ("memory disorders"), rheumatic disorder ("inflammatory rheumatism"), visual impairment ("vision disorder"), angioedema ("angioedema"), psoriasis ("psoriasis"), joint pain ("joint pain"), decreased activity ("decrease in activities"), pain in hip ("hip pain"), periarthritis ("right shoulder capsulitis."), rotator cuff syndrome ("tendinitis in shoulders"), tendonitis ("tendinitis in right heel"), paraesthesia ("tingling in the legs"), gait disturbance ("walking difficult"), dysstasia ("difficult standing position more than 10 minutes") and illness ("sick"). The patient was treated with tramadol, dafalgan (paracetamol), lectil (betahistine hydrochloride), tanganil (acetylleucine) and lumirelax (methocarbamol, methyl nicotinate) as well as surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). In 2018, the pelvic pain had resolved. In 2020, the neck pain had resolved. At the time of the report, the heavy menstrual bleeding, fibromyalgia, polyarthralgia and rheumatic disorder were resolving and the dizziness, back pain, weight increased, asthenia, headache, memory impairment, visual impairment, paraesthesia, gait disturbance and dysstasia had not resolved. The outcomes for embedded device, device breakage, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal, blood folate decreased, angioedema, psoriasis, myalgia, arthralgia, decreased activity, periarthritis, rotator cuff syndrome, tendonitis and illness were unknown. The reporter considered angioedema, polyarthralgia, joint pain, pain in hip, asthenia, back pain, blood folate decreased, blood uric acid decreased, decreased activity, device breakage, dizziness, dysstasia, embedded device, eye allergy, fatigue, fibromyalgia, gait disturbance, headache, heavy menstrual bleeding, illness, laboratory test abnormal, memory impairment, myalgia, neck pain, palpitations, paraesthesia, pelvic pain, periarthritis, psoriasis, rheumatic disorder, rotator cuff syndrome, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. In follow up patient reported via lawyer that on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. Patient¿s complains dated (B)(6) 2023: she underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She gained 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: due to pelvic pain with bleeding: no anomaly visible [x-ray] in (B)(6) 2023: possible remaining fragment of essure lot number: 624501 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. New events angioedema, psoriasis, muscle pain¸ joint pain, decrease in activities, hip pain, periarteritis, rotator cuff syndrome, tendonitis, paranesthesia, gait disturbance, dysstasia were added. Treatment drugs added. Medical history & concomitant condition added. (B)(6) 2025: additional reporter lawyer added. New event sick added. Cluster ID added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 13-feb-2023. The most recent information was received on 27-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in an adult female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1831 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), arthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion medically important) and dizziness (seriousness criterion disability). The patient was treated with surgery (essure removal). In 2020, the back pain and neck pain had resolved. At the time of the report, the dizziness had not resolved. The outcomes for heavy menstrual bleeding, fibromyalgia, arthralgia, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal, blood folate decreased and weight increased were unknown. The reporter considered arthralgia, back pain, blood folate decreased, blood uric acid decreased, device breakage, dizziness, eye allergy, fatigue, fibromyalgia, heavy menstrual bleeding, laboratory test abnormal, neck pain, palpitations and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided. Lot number: 624501, manufacture date:2007-07, expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 13-feb-2023. The most recent information was received on 02-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), embedded device ("remaining piece of essure in the myometrium with suspected major intolerance"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in an adult female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2017). The patient had a medical history of parity 5. Concomitant products included ketoprofen, seroplex (escitalopram oxalate) and lyrica (pregabalin). On 04-jan-2008, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required). On 08-jan-2013, 1831 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), arthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). On unknown date she was diagnosed with embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), dizziness (seriousness criterion disability), asthenia ("asthenia"), headache ("headache"), memory impairment ("memory disorders"), rheumatic disorder ("inflammatory rheumatism") and visual impairment ("vision disorder"). The patient was treated with tramadol as well as surgery (on 28-nov-2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on 05-sep-2023). In 2020, the neck pain had resolved. At the time of the report, the heavy menstrual bleeding, fibromyalgia, arthralgia and rheumatic disorder were resolving and the pelvic pain, dizziness, back pain, weight increased, asthenia, headache, memory impairment and visual impairment had not resolved. The outcomes for embedded device, device breakage, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal and blood folate decreased were unknown. The reporter considered arthralgia, asthenia, back pain, blood folate decreased, blood uric acid decreased, device breakage, dizziness, embedded device, eye allergy, fatigue, fibromyalgia, headache, heavy menstrual bleeding, laboratory test abnormal, memory impairment, neck pain, palpitations, pelvic pain, rheumatic disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. In follow up patient reported via lawyer that on 28-nov-2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On 05-sep-2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. Patient¿s complains dated (B)(6) 2023: she underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She gained 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in nov2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in october 2013: due to pelvic pain with bleeding: no anomaly visible lot number: 624501 manufacture date:2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: health authority identified this record as duplicate to record (medwatch 3500a MFR number 2951250-2024-00043) which will be deleted in bayer safety database, after all information was transferred to duplicate record # (B)(4) which will be retained. New: reporter lawyer was added. Medical history, concomitant and remedial drugs and test data added. Events were added: embedded device, pelvic pain, asthenia, headache, memory impairment, rheumatic disorder, visual impairment. Outcome of events added. All events were considered related to essure by reporter. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 14-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), embedded device ("remaining piece of essure in the myometrium with suspected major intolerance"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in an adult female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2017). The patient had a medical history of parity 5. Concomitant products included ketoprofen, seroplex (escitalopram oxalate) and lyrica (pregabalin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1831 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), arthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). In 2013 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), dizziness (seriousness criterion disability), asthenia ("asthenia"), headache ("headache"), memory impairment ("memory disorders"), rheumatic disorder ("inflammatory rheumatism") and visual impairment ("vision disorder"). The patient was treated with tramadol as well as surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). In 2020, the neck pain had resolved. At the time of the report, the heavy menstrual bleeding, fibromyalgia, arthralgia and rheumatic disorder were resolving and the pelvic pain, dizziness, back pain, weight increased, asthenia, headache, memory impairment and visual impairment had not resolved. The outcomes for embedded device, device breakage, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal and blood folate decreased were unknown. The reporter considered arthralgia, asthenia, back pain, blood folate decreased, blood uric acid decreased, device breakage, dizziness, embedded device, eye allergy, fatigue, fibromyalgia, headache, heavy menstrual bleeding, laboratory test abnormal, memory impairment, neck pain, palpitations, pelvic pain, rheumatic disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. In follow up patient reported via lawyer that on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. Patient¿s complains dated (B)(6) 2023: she underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She gained 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: due to pelvic pain with bleeding: no anomaly visible lot number: 624501 manufacture date:2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain, heavy menstrual bleeding, remaining piece of essure in the myometrium with suspected major intolerance [embedded device], most likely a fragment of essure remaining in her body [device breakage], dizziness preventing her from going out unaccompanied, stopping her from driving and working [dizziness], lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock [lumbar pain], joint pain (18 points of fibromyalgia) [fibromyalgia], joint pain (18 points of fibromyalgia) [polyarthralgia], neck pain, chronic fatigue, eye allergies, palpitations, too low uric acid level [blood uric acid decreased], low beta cells [lab test abnormal], too low serum folate level [folate decreased], weight gain of 25 kg [weight gain], device removal incomplete [contraceptive device removal incomplete], asthenia, headache, memory disorders [memory impairment], inflammatory rheumatism [rheumatic disorder], vision disorder [visual impairment], angioedema, psoriasis, muscle pain, joint pain, decrease in activities, hip pain, right shoulder capsulitis. [Capsulitis of shoulder], tendinitis in shoulders, tendinitis in right heel [achilles tendinitis], tingling in the legs [paraesthesia lower limb], walking difficult [walking difficulty], difficult standing position more than 10 minutes [difficulty in standing], sick, chest pain, she sometimes experienced a feeling of malaise without sudden syncope [malaise], she experienced occasional jerking sensations in the evening [jerkiness], polyarthralgia, inflammatory rheumatism, quincke's edema, nausea, photophobia, phonophobia, nighttime pains that prevent her from sleeping [difficulty sleeping], loss of libido, loss of confidence, poly-arthralgia, inflammatory rheumatism, essure implant with suspected major intolerance [device intolerance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 19-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), embedded device ("remaining piece of essure in the myometrium with suspected major intolerance"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in a 41 year-old female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2017). The patient had a medical history of abortion and ectopic pregnancy in 2007 and memory disturbance, parity 2 (the patient had two children born in (B)(6) 1995 and (B)(6) 1999), smoker (10 cigarettes per day from age 18 to 40), psoriasis of scalp, adnexectomy, iliac fossa pain, malaise, chest pain, tobacco user (10 cigarettes per day, the patient used to drink a lot of coffee), salpingectomy, pregnancy ectopic and parity 5. Concurrent conditions were listed as heavy metal poisoning, anxiodepressive syndrome, weight gain, loss of libido, visual disturbances, tingling feet/hands, sick leave, depression, sick leave, joint pain, headache, asthenia, memory disturbance, inflammatory rheumatism, polyarthralgia, heartbeats irregular, syncope, malaise, tachycardia, palpitations, fibromyalgia and vertigo. Concomitant products included ketoprofen, seroplex (escitalopram oxalate) and lyrica (pregabalin). On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced chest pain ("chest pain"). On (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain, chronic back pain, sometimes associated with irradiations in left buttock"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), a first episode of polyarthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies") and palpitations ("palpitations") and was found to have blood uric acid decreased ("too low uric acid level"), laboratory test abnormal ("low beta cells"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). In (B)(6) 2013 she experienced memory impairment ("memory disorders"). In 2013 she experienced pelvic pain (seriousness criterion intervention required), myalgia ("muscle pain"), a second episode of polyarthralgia ("poly-arthralgia") and a first episode of inflammatory rheumatism (" inflammatory rheumatism"). In 2019 she experienced dizziness (seriousness criterion disability). Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), asthenia ("asthenia"), headache ("headache"), rheumatic disorder ("inflammatory rheumatism"), visual impairment ("vision disorder"), angioedema ("angioedema"), psoriasis ("psoriasis"), joint pain ("joint pain"), decreased activity ("decrease in activities"), pain in hip ("hip pain"), periarthritis ("right shoulder capsulitis."), rotator cuff syndrome ("tendinitis in shoulders"), tendonitis ("tendinitis in right heel"), paraesthesia ("tingling in the legs"), gait disturbance ("walking difficult"), dysstasia ("difficult standing position more than 10 minutes"), illness ("sick"), malaise ("she sometimes experienced a feeling of malaise without sudden syncope"), dyskinesia ("she experienced occasional jerking sensations in the evening"), a third episode of polyarthralgia ("polyarthralgia"), a second episode of inflammatory rheumatism ("inflammatory rheumatism"), quincke's edema ("quincke's edema,"), nausea ("nausea"), photophobia ("photophobia"), phonophobia ("phonophobia"), insomnia ("nighttime pains that prevent her from sleeping"), loss of libido ("loss of libido"), psychiatric symptom ("loss of confidence") and device intolerance ("essure implant with suspected major intolerance"). The patient was treated with tramadol, dafalgan (paracetamol), lectil (betahistine hydrochloride), tanganil (acetylleucine) and lumirelax (methocarbamol, methyl nicotinate) as well as surgery (on (B)(6) 2017 salpingectomy with removal of right essure by laparoscopy and total hysterectomy on (B)(6) 2023). In 2018, the pelvic pain had resolved. In 2020, the neck pain had resolved. At the time of the report, the heavy menstrual bleeding, fibromyalgia and rheumatic disorder were resolving and the dizziness, back pain, weight increased, asthenia, headache, memory impairment, visual impairment, paraesthesia, gait disturbance, dysstasia, nausea, photophobia and phonophobia had not resolved. The outcomes for embedded device, device breakage, fatigue, eye allergy, palpitations, blood uric acid decreased, laboratory test abnormal, blood folate decreased, angioedema, psoriasis, myalgia, joint pain, decreased activity, periarthritis, rotator cuff syndrome, tendonitis, illness, chest pain, malaise, dyskinesia, insomnia, loss of libido, psychiatric symptom, device intolerance, the last episode of rheumatic disorder and the last episode of polyarthralgia were unknown. The reporter considered angioedema, quincke's edema, the first episode of polyarthralgia, the second episode of polyarthralgia, joint pain, pain in hip, the third episode of polyarthralgia, asthenia, back pain, blood folate decreased, blood uric acid decreased, chest pain, decreased activity, device breakage, device intolerance, dizziness, dyskinesia, dysstasia, embedded device, eye allergy, fatigue, fibromyalgia, gait disturbance, headache, heavy menstrual bleeding, illness, insomnia, laboratory test abnormal, loss of libido, malaise, memory impairment, myalgia, nausea, neck pain, palpitations, paraesthesia, pelvic pain, periarthritis, phonophobia, photophobia, psoriasis, psychiatric symptom, the first episode of inflammatory rheumatism, rheumatic disorder, the second episode of inflammatory rheumatism, rotator cuff syndrome, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession. It has no markers. In follow up patient reported via lawyer that on (B)(6) 2017, a salpingectomy was done with removal of right essure by laparoscopy. After that surgery, the patient¿s symptoms improved significantly. But the patient still complained about chronic back pain, sometimes associated with irradiations in left buttock, and marked dizziness. On (B)(6) 2023, the patient underwent a total hysterectomy due to remaining piece of essure in the myometrium with suspected major intolerance. Patients complains dated (B)(6) 2023: she underwent about ten MRI, ultrasounds, CT-scan, scintigraphy and saw about twenty physicians. She gained 25 kg. She had not outing and she had work stoppage for 2.5 years. She mentioned 10 years of pain. She had to restart a half-time job activity in (B)(6) 2023. The partial permanent disability was assessed less than % there was no direct certain link between litigious patient¿s management. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Hysterosalpingogram] on (B)(6) 2008: satisfactory right tubal obstruction. Probably post-surgical changes in the left uterine horn. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided [radioisotope scan] (date unknown): no anomaly was disclosed [ultrasound scan] in (B)(6) 2013: due to pelvic pain with bleeding: no anomaly visible; on (B)(6) 2013: normal. [X-ray] in (B)(6) 2023: possible remaining fragment of essure; on (B)(6) 2023: revealed that no individual radiopaque images were found that day that could indicate an effusion in the pelvic or abdominal region. Appearance of pelvic phleboliths. Fecal impaction in the right flank; on (B)(6) 2023: the dense, millimeter-sized image was seen in the right lateral pelvic projection, near a pelvic phlebolith. It appeared with the same morphology and in the same position as in the previous image. On the oblique views, it was in the projection of the right adnexa (suspicion of fragment of essure).; on (B)(6) 2024: showed fecal impaction in the right flank and right iliac fossa. Appearance of phleboliths in the pelvic region. No radiopaque image visible in the pelvis that could indicate essure device. Lot number: 624501 manufacture date:2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-feb-2026: medical record received. New events inflammatory rheumatism & poly-arthralgia, device intolerance were added. Medical history added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"), device breakage ("most likely a fragment of essure remaining in her body") and dizziness ("dizziness preventing her from going out unaccompanied, stopping her from driving and working") in an adult female patient who had essure inserted (lot no. 624501). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1831 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), back pain ("lumbar pain"), fibromyalgia ("joint pain (18 points of fibromyalgia)"), arthralgia ("joint pain (18 points of fibromyalgia)"), neck pain ("neck pain"), fatigue ("chronic fatigue"), eye allergy ("eye allergies"), palpitations ("palpitations") and adverse event ("low beta cells") and was found to have blood uric acid decreased ("too low uric acid level"), blood folate decreased ("too low serum folate level") and weight increased ("weight gain of 25 kg"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion medically important) and dizziness (seriousness criterion disability). The patient was treated with surgery (essure removal). In 2020, the back pain and neck pain had resolved. At the time of the report, the dizziness had not resolved. The outcomes for heavy menstrual bleeding, fibromyalgia, arthralgia, fatigue, eye allergy, palpitations, blood uric acid decreased, adverse event, blood folate decreased and weight increased were unknown. The reporter considered adverse event, arthralgia, back pain, blood folate decreased, blood uric acid decreased, device breakage, dizziness, eye allergy, fatigue, fibromyalgia, heavy menstrual bleeding, neck pain, palpitations and weight increased to be related to essure administration. The reporter commented: after 5 years of doctor hopping, repeated sick leaves, so-called fibromyalgia, magnetizer, osteopath, etc. The essure was removed. Patient¿s current condition: sick leave for 2 years, search for cause of dizziness. In 2017 there was still no protocol for removal and thus no radiographic control. She has the essure in her possession¿it has no markers. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Investigation] (date unknown): scintigraphy, magnetic resonance imaging, computed tomography scan, pain centre, rheumatologist, ultrasound - no specific results provided. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.